Manufacturer narrative:
This complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction, related to an endoleak, has occurred. As reported, the physician implanted the device "distally a bit short" than where it should have been implanted per the device instructions for use (IFU). It was also reported that it was suspected that the aneurysm was not totally covered as a result. The product was not available for evaluation, however multiple clinical images were provided from the field. Analysis of the available clinical items confirmed the presence of an endoleak, however could not confirm whether the aneurysm was totally covered; a definitive relationship between the reasonably foreseeable misuse of not adequately positioning the device and the reported endoleak could be neither confirmed nor refuted. Therefore, the cause of the reported potential malfunction could not be determined with the available information. The gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU) was reviewed with respect to the details provided in the complaint. The IFU includes the following warning: "failure to follow the appropriate device sizing recommendations or failure to ensure proper device placement, including overlap conditions, prior to deployment can result in ischemic conditions, vessel damage/rupture, and related serious harms, potentially necessitating surgical intervention."

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm on (B)(6) 2024, with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that the physician implanted the vsx-device distally a bit short according to the IFU. They noticed an endoleak after implantation. From CT images performed end of (B)(6) 2024, it appeared and they suspected that maybe the aneurysm was not covered totally. A physician thought that there was thrombus distally after vsx in the sac. There was a challenge with visibility due a knee join prosthesis. Finally, the customer informed them that the lately implanted vsx-device got thrombosed. An open intervention was performed and the situation got stabile.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Patient details (age, weight) were requested but not provided, therefore are unknown. H3: other code: as the device remains implanted, no further investigation of the device can be conducted. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.